Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device is beeping. Technical services (ts) was consulted and provided troubleshooting and recommendations when the patient is seen in-clinic this week. Additional information was provided that this right ventricular (rv) lead shock impedance has been gradually increasing over the past month and was greater than 200 ohms, which is high out of range. Over the past month the range has trended downward. The patient was placed on latitude remote monitoring and defibrillation threshold (dft) testing was not performed due to the lead will be replaced, however the date has not been determined. At this time, the rv lead remains in-service. No adverse patient effects were reported.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device is beeping. Technical services (ts) was consulted and provided troubleshooting and recommendations when the patient is seen in-clinic this week. Additional information was provided that this right ventricular (rv) lead shock impedance has been gradually increasing over the past month and was greater than 200 ohms, which is high out of range. Over the past month the range has trended downward. The patient was placed on latitude remote monitoring and defibrillation threshold (dft) testing was not performed due to the lead will be replaced, however the date has not been determined. Additional information was received the rv lead was surgically abandoned and replaced successfully. The lead will not be returned for analysis due to the lead is still implanted. Outside of the lead revision, there were no adverse patient effects reported.